Event description:
Litigation alleges that the patient suffers from pain, loosening, and metallosis among other injuries.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 02/06/2017 ¿pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, revision surgery notes report the acetabular cup was well fixed and that the patient was revised to address elevated metal ion levels and pain. Metal ion levels provided were at reportable levels. Metal liner and head were revised to metal on ceramic with a metal revision sleeve. Updating part/lot on liner/head and adding the stem due to elevated metal ion levels. The complaint was updated on: 02/22/2017.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
**Update** - (B)(4) 2012 - the complaint is being updated with part and lot information for the patients left hip, which was revised on (B)(6) 2012 at the patients request. The complaint has been changed to tier 2. Note: the report received from the sales rep states that the doi for the left hip is (B)(6) 2010, rather than (B)(6) 2009, as stated above. It is not known which doi is the correct one. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.